Manufacturer narrative:
H3: product analysis: evaluation determined that customer allegation of tool cannot be inserted and deteriorated markings is confirmed. The likely cause of failure is due to breakage of tip bearings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a craniotomy procedure, tool burr could not inserted and the attachment had dents/bents/color faded markings. At the time of the report, patient impact and involvement is unknown. Additional information was received stating that tip bearings were broken. Additional information received on follow up stated that it was during a craniotomy procedure and there was no patient impact.